Event description:
It was reported that the screw on a vitality rod gripper broke during a surgery. The parts were retrieved both inside and outside the surgical field. There was no patient harm and only a 20 minute delay.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the screw that connects the tips has fractured leading to the disassembly of the device. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vitality rod gripper for the failure of fracture. The failure is believed to be attributed to damage over time and repeated usage of the instruments. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw on a vitality rod gripper broke during a surgery. The parts were retrieved both inside and outside the surgical field. There was no patient harm and only a 20 minute delay.